Manufacturer narrative:
The device was received fully deployed. The distal tip of the soft cannula was observed to be damaged. Although this damage was observed fluid was still able to exit the entire fluid path as intended. The timing and cause of this damage could not be determined. No other damages were observed that would result in the pod failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls. No other damages or deficiencies were observed during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 24 mmol/l (432 mg/dl). The pod was worn on the patient's abdomen for between 4 and 24 hours. As treatment, a new pod was applied.